Manufacturer narrative:
The reported device has been returned, and upon investigation, natus could not reproduce the overheating issue. The device did not exhibit any sign of burn, and it performed to specification without any issue.

Event description:
An emu40ex breakout box became very hot before failing. The device did not make contact with the patient, and no person was injured in any way.

Manufacturer narrative:
Investigative actions will not be taken because the device has not been returned by the customer for evaluation despite multiple attempts to have it returned from the customer.

Event description:
An emu40ex breakout box became very hot before failing. The device did not make contact with the patient, and no person was injured in any way. In order to investigate, natus requested the customer to return the device. However, despite two follow ups, the device has not been returned for evaluation; therefore we are unable to confirm the reported issue. The affected unit has been in use since (B)(6) 2012.